Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h6, h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The customer was contacted by phone and stated that the device is no longer in use and did not provide any additional information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lamp did not turn on the xenon light source and the spare lamp kicked in during preparation for use. The lamp was replaced. There were no reports of patient harm.